Event description:
It was reported that during a gastric sleeve procedure; on the third firing with a blue cartridge it was difficult to close the firing trigger. It was like it was locked out. The surgeon squeezed the firing handle and heard it crack. When they removed the device there was a couple of staples but they had not penetrated the tissue. The staples were not formed. They removed the device, and got a different one to complete the procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.